Event description:
In the shoulder procedure, the anchor broke while inserting. All the parts were retrieved. The punch and the tap were used. The procedure was completed successfully with another duet suture anchor with no injury or delay reported.

Manufacturer narrative:
Each production lot co produces is released based on the mechanical test results and dimensional measurement data. Mechanical lot release test results of lot s0002498 were in the normal, acceptable level and there were no deviations on the in-process dimensional measurements. This is the first complaint referring to this lot. The head of the screw was broken off into the driver. This is known breakage method from our quality control tests. If screw movement is blocked because of too high insertion torque caused by for example hard bone or too small bone tunnel (hole not trapped), screw head starts to rotate in the driver. When hex head of the screw rotates, sutures comes out form their slot and block the movement of the head. If insertion is continued, the screw head will be broken off.